Event description:
Complainant alleged that the cath lab clinicians were attempting to perform an e. P. Study on a patient (age and gender unknown), but upon initiating a defibrillation charge of 120 joules, the ECG signal from the pro pads multi-function electrodes was lost. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.